Event description:
Info received indicates the head siderail will not stay up.

Manufacturer narrative:
An inspection of the siderail found the release handle had foreign material blocking the holding mechanism. The tech removed the obstruction to repair the bed.